Event description:
It was reported that during surgery, when the surgeon tried to insert oic peek using inserter, oic peek broke. Therefore, the surgeon removed broken piece. The fractured oic peek was changed to brand-new product and the operation was completed. The surgeon used the bending inserter, when inserting oic peek.

Manufacturer narrative:
Method: complaint history review, risk assessment. Results: the customer event of an oic peek cage fracture was confirmed via visual inspection. The fracture occurred while the surgeon was moving the cage into the interbody space. It is likely that this damage has been as a result of the impaction, an excessive impact can fracture the implant. The communication log indicates that the surgeon completed the surgery with another new spacer. Conclusion: the root cause of the failure is likely due to the impacting of the cage during insertion or using an incorrect cage size.

Event description:
It was reported that during surgery, when the surgeon tried to insert oic peek using inserter, oic peek broke. Therefore, the surgeon removed broken piece. The fractured oic peek was changed to brand-new product and the operation was completed. The surgeon used the bending inserter, when inserting oic peek.